Event description:
Additional information was provided indicating that the issue was prior to patient use and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-90). The customer reported product problem (leak from the reservoir) was confirmed during functional testing. The problem source of the reported product problem was unknown. A root cause was not established. The water tank cover was replaced. The device also underwent preventative maintenance. The device was determined to have passed all functional tests after the repairs.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was leaking from the reservoir. No patient injury or complications were reported in relation to this event.